Event description:
Information received by medtronic indicated that the customer received a bolus stopped alarm. Troubleshooting was performed and it was unknown whether the alarm was cleared and unknown whether the rewind of the pump was completed or not. The guardian that the insulin pump also takes into consideration the parameters entered in the bolus wizard and activates protection modes when the blood sugar was unstable. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w 6.7w. Retainer ring = black. Case type = ngp prime. On (B)(6) 2023, the customer alleged was for bolus stopped alarm and high bg when using the bolus wizard. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Thump was utilized and downloaded trace/history files properly. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history screen. Pump was programmed with multiple bolus wizard deliveries and monitored. All bolus delivered completely their indicated amounts and were properly recorded in the daily history screen. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.7 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged not confirmed for bolus stopped alarm and bolus wizard issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.